Event description:
The user facility reported a 57-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient developed an infection. The 5.5 was removed due to being a likely source.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.

Manufacturer narrative:
The investigation into the infection/sepsis issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the infection/sepsis was not determined.